Event description:
A 6 french perclose proglide was opened and given to physician to achieve a femoral artery closure. Device was inserted into the patient's femoral artery. When physician attempted to deploy the device, the suture simply came out along with the device without tying a knot, and fell onto the sterile field, completely detached from the device. No knot was visible in the suture. Physician then decided to use a different closure device, which performed without incident, achieving hemostasis.